Manufacturer narrative:
(B)(4). Review of CT¿s from 13 years post-implant revealed that the aneurx bifurcate was positioned 2cm below the lowest left renal artery. The proximal stent graft od measured 27mm and the aorta at that level was ~ 34 x 36mm. The aortic body and infrarenal neck was angulated 55 deg a-p; relative to the origin of the iliac arteries. Although the proximal neck has dilated there was no obvious proximal type I endoleak, and the max diameter aaa measured 4.5cm. The ipsi limb was positioned down into the left common iliac artery. The contra limb on the right side and was seen extended distally into the right external iliac artery. The limbs were patent and no other stent graft issues were observed. The patient¿s max diameter taa measures 7cm. Review of CT¿s from 14+ years post-implant revealed that the aneurx bifurcate was positioned 2cm below the renals. The proximal stent graft od measured 27mm and the aortic diameter at that level was ~35mm. The aortic body and infrarenal neck were angulated 80 deg a-p; relative to the origin of the iliac arteries. Although the proximal neck has dilated there was no obvious proximal type I endoleak, and the max diameter aaa measured 4cm. The exact cause of the migration could not be determined from the images provided. Pre-implant and earlier post-implant films were not available for review, and the location of the bifurcate at implant is unknown. It is possible that the migration was caused by disease progression; neck dilatation and angulation.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter abdominal aortic aneurysm. It was reported that imaging showed the aneurx stent graft migrated and is 20 mm below the renal arteries. The cause of the migration is unknown. Currently the distance from the lowest renal artery to the stent graft bifurcation is 43 mm. The aortic neck was 19 mm, 29 mm, 33 mm and 38 mm from proximal to distal over a 20 mm length. The patient has not, and will not receive treatment. No clinical sequelae were reported.